Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within 5 mins, using different fingersticks. The results were 419, 393 and 220 mg/dl, she did not have any symptoms. A control solution test of 116 mg/dl was in range. Upon follow up, comparing control tests on her above reported meter and a replacement meter, the results were, respectively, 128 (94-141) and 124 (94-141). The lifescan rep reviewed qc procedures and discussed meter to lab comparisons.